Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that an alert was received via the remote monitoring system indicating a product performance issue. No further information is available at this time. No adverse patient effects were reported. This system remains in service.